Event description:
Device malfunction: difficult to remove needle plunger, foot detachment. Time of malfunction: during vessel closure. Symptoms/ae: surgical closure. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a highly calcified common femoral artery after an interventional cardiac procedure. Reportedly, during the suture retrieval step, the needle plunger could not be removed and the entire device was removed from the patient. A cut down was performed to surgically close the access site and the foot of the device was found in the subcutaneous tissue. The foot was removed and the site was closed with a suture. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.